Manufacturer narrative:
Concomitant medical products: product ID: 7122q58, product type: lead, implanted: (B)(6)2017, product ID:2088tc46, product type: lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced subclavian vein stenosis. Multiple attempts were made to catheterize the vein using j-wire or trumo wire. Then subclavian access was attempted using micropuncture wire which crossed the stenosis. Using multiple dilators subclavian venoplasty. The his lead was capped and replaced. No further patient complications have been reported as a result of this event.